Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument for evaluation. The prograsp forceps instrument was analyzed and found to have thermal damage on the main tube near the distal end. This instrument is a non-energy product. A log review was performed and identified that a monopolar curved scissors instrument was used with the prograsp forceps instrument during a procedure. Isi has not received the mcs instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the customer conducted an inspection and observed a ddefective prograsp forceps instrument. No patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the additional product information in section d.